Event description:
The facility staff reported they noticed the saline bag level dropped even though the white bloodline clamp was closed and a blue occlusion clamp was on that same line. Upon follow-up, the facility administrator (fa) stated that saline was getting mixed with the blood of the patient because of the clamp. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility staff reported they noticed the saline bag level dropped even though the white bloodline clamp was closed and a blue occlusion clamp was on that same line. Upon follow-up, the facility administrator (fa) stated that saline was getting mixed with the blood of the patient because of the clamp and specified the saline bag was draining during treatment even though it was clamped. The fa confirmed there was no change in the patient¿s status as it related to the reported event. The patient was able to continue therapy after the reported event with no effect on outcome. It was unknown if there was any impact to the targeted ultrafiltration (uf) removal post-treatment. The patient dialyzed utilizing a fresenius 180 dialyzer.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5.

Event description:
The facility staff reported they noticed the saline bag level dropped even though the white bloodline clamp was closed and a blue occlusion clamp was on that same line. Upon follow-up, the facility administrator (fa) stated that saline was getting mixed with the blood of the patient because of the clamp and specified the saline bag was draining during treatment even though it was clamped. The fa confirmed there was no change in the patient¿s status as it related to the reported event. The patient was able to continue therapy after the reported event with no effect on outcome. It was unknown if there was any impact to the targeted ultrafiltration (uf) removal post-treatment. The patient dialyzed utilizing a fresenius 180 dialyzer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.